Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warning alarms that occurred during dwell 1 of 4 of treatment. Fluid was not seen at the time of the alarms. The patient encountered a watch dog timer error after attempting a reboot and waited a few minutes before trying to power cycler on again. The patient removed the cassette and noticed fluid inside the cassette door and on the back of the cassette. Fluid was discovered during tx complete - step 9 remove cassette stage. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised not to use the cycler for 24 hours and to follow-up with the peritoneal dialysis registered nurse (pdrn) regarding treatment. Upon follow-up, the pdrn confirmed the reported event. The pdrn stated the cycler prompted with m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment using manuals on the night of the reported event. Per pdrn the patient resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warning alarms that occurred during dwell 1 of 4 of treatment. Fluid was not seen at the time of the alarms. The patient encountered a watch dog timer error after attempting a reboot and waited a few minutes before trying to power cycler on again. The patient removed the cassette and noticed fluid inside the cassette door and on the back of the cassette. Fluid was discovered during tx complete - step 9 remove cassette stage. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised not to use the cycler for 24 hours and to follow-up with the peritoneal dialysis registered nurse (pdrn) regarding treatment. Upon follow-up, the pdrn confirmed the reported event. The pdrn stated the cycler prompted with m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment using manuals on the night of the reported event. Per pdrn the patient resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.